Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. No additional reportable malfunctions were identified during the device evaluation. Since the reported failure was not confirmed a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had e315 scope connection error occurred, no image being able to be displayed during sedation- set up / inspection for use. The intended procedure was completed with an olympus back-up device. There was procedural delay of greater than or equal to 30 minutes. There were no reports of patient harm.